Event description:
It was reported that when reviewing the remote home monitoring follow-up, the clinic noted right atrial (ra) loss of capture (loc) that resulted in ventricular pacing with retrograde conduction. The plan was to bring the patient into the clinic to assess atrial threshold and perform any other necessary. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).